Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. As the low tsh value was not reproduced with repeat testing using the same reagent kit, an issue with the reagent could most likely be excluded.

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.028 uui/ml. The first repeat result was 1.69 uui/ml. The second repeat result was 1.70 uui/ml. The result of 1.70 uui/ml was reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 172414. The expiration date was requested, but not provided.